Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of hypotension, visual disturbances, and bradycardia are known adverse events listed in the xact instructions for use as no fault complications. In this case, the patient was hospitalized and treated with medication. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via trial that post a left internal carotid artery stenting procedure with an xact stent, the patient experienced hypotension and bradycardia which were treated with isuprel, neosynephrine and dopamine. The event resolved and on (B)(6) 2010, the patient was discharged to home. On (B)(6) 2010, the patient experienced right sided blurred vision and was rehospitalized. The event was diagnosed as a transient ischemic attack and was treated with an extra dose of plavix 150 mg. Additionally, the patient was diagnosed with a urinary tract infection, treated with cipro; asymptomatic bradycardia, felt to be due to a new medication; anemia possibly due to a gastrointestinal bleed, treated with a blood transfusion; and hypotension, treated with fluid. On (B)(6) 2010, the patient was discharged. Although requested, there was no additional information provided.